Manufacturer narrative:
The device has been sent to radiometer medical for investigation but has not yet been received.

Event description:
It is reported that 2-3 ml of blood was sprayed on the face, eyes, mouth and neck of the health professional. The patient's blood had to undergo testing for blood borne pathogens. The health professional involved was sent home from work after rinsing her face and mucous membranes.

Manufacturer narrative:
No blood bone pathogenes were found in the patient's blood.

Manufacturer narrative:
In the initial report the "date received by manufacturer" was not filled in. The correct date is: 2016-03-10.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is: no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and, not sufficient maintenance procedure of vtc machines. In follow-up #2: follow-up type: correction.

Manufacturer narrative:
Investigation of the defective vented tip cap showed that it had a visible crack. This caused the leakage. Twenty samplers from the reference stock were checked and there were no cracks or leakage. This is a resubmission of the follow-up #3 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2016-00005 rather than 3002807968-2016-00005). No fields, in addition to MFR report #, have been changed since the original submission.